Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the topical skin adhesive was applied to the neck. A few days later, irritation was noticed where the topical skin adhesive was applied and developed into swelling and weeping. The surgeon opined that the patient experienced an allergic reaction to the glue and attempted to remove it. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please advise how the reaction was treated? Patient describes reaction as blistering, swelling and weeping. Doctor treated with antibiotic topical cream and the reaction cleared up . Were any medications prescribed? If yes, what type, length of time, purpose ¿ yes antibiotic topical cream. Was the dermabond removed? Doctor suggested to patient to rub off; patient rubbed off and tried not to open wound; had no further reaction. Was another method used to close the incision? No. Please forward any photos of the allergic reaction? Will forward. What type of surgery did you have? What was the reason for this surgical procedure? Removal of parotid gland on left side. Please provide the surgery date ¿ (B)(6) 2015. Do you know the product code or lot number of the ethicon product used ? Unk. When did the issue begin? 1 week after surgery. Patient demographics: age or date of birth; body weight and height at the time of this surgical procedure - female. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Patient has many allergies, mostly to drugs like penicillin, sulpha, iodine, mycin; sensitive after using more than once. Is the patient hypersensitive to pressure sensitive adhesives? Unk. Were any patch or sensitivity tests performed? Unk. Pre-existing medical conditions.